Manufacturer narrative:
(B)(4). Describe event or problem - additional information. Device - additional information. Date received by manufacturer- additional information. Additional information/device evaluation. Device evaluated by manufacturer - additional information availability. Adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.